Event description:
A physician was attempting to implant a complete se self expanding peripheral stent. During the attempted deployment, the stent did not open. The physician tried to do it again with some force but still it did not work. Device was withdrawn and the patient was treated using another stent. No patient complications were reported for this event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received confirmed that the lesion exhibited 70% stenosis and moderate tortuosity. Lesion was predilated. No abnormality noted during preparation and inspection of the device prior to use. No resistance noted between the device and other device used in the procedure and/or during delivery to lesion. During the attempted deployment the device was kept straight and the handle fixed.

Manufacturer narrative:
(B)(4).